Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. According to the received x-rays, it can be confirmed that one screw has backed out as complained. Therefore this complaint will be rated as confirmed. The investigation at the corresponding manufacturing site shows that there is no deviation or fault at the screws, thus the manufacturing evaluation itself is rated as unconfirmed. In this regard, for the picture investigation result, the analysis code "migration/backout/pull-out" has been chosen, and for the manufacturing result the analyses code "no defect found". Summary of the manufacturing evaluation: this complaint is rated as not confirmed since all the relevant dimensions of the screw in question, which are relevant for the complaint condition, were measured and have fulfilled their specifications. In addition, since no deviations were found in the documentation reviewed during this investigation, this complaint is rated as not valid. Therefore, due to the fact that no manufacturing deficiencies have been identified, no further actions have been taken. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot: part: 412.109s. Lot: l799107. Manufacturing site: grenchen. Release to warehouse date: 12.march 2018. Expiry date: 01.march 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional pro-code: ktt. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part returned. (B)(4). A review of the device history records has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent revision surgery due to one (1) of the four (4) locking screws had backed out. Initially, the patient had unknown ankle surgery with a locking compression plate (lcp) t-plate and four (4) locking screws on (B)(6) 2019. It was unknown if there were surgical delay and adverse event to the patient reported. Patient outcome was unknown. Concomitant device reported: locking screw (part#412.113s, lot#l658209, quantity#1) locking screw (part# 412.116s, lot #l575339, quantity #1) locking screw (part#412.118s, lot#2l74029, quantity#1) locking compression plate (plate#441.131s, lot#l986010, quantity#1). This complaint involves (1) device. This report is 1 of 1 for (B)(4).